Event description:
Lap chole - "patient came back for follow up after lap chole and had necrosis of the cystic duct. The clip ended up coming off and leaking bile." "Go back in and reclip duct". Type of intervention - go back in and reclip duct.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.